Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, the device allegedly broken. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. Therefore, the result of the investigation is unconfirmed for the device reported break issue. The device was partially returned, the venous was returned bloody throughout, the arterial catheter was not returned. The electrode toe was unseated from the housing. There was blood and bodily residue in the housing. There was no evidence that the electrode had been activated. The definitive root cause for the reported device failure break issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: warnings: 1. The wavelinq¿ 4f endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. Precautions: 5. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Electrode activation. Electrosurgical unit: tva or bd esu-1. Electrosurgical pencil. Must have a 3 prong universal connector that interfaces with an esu-1. Must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. Ground pad. Must have a universal connector that interfaces with an esu-1. Must be rated to disperse a minimum of 60w for 2 seconds. Arm restraint. Tz medical arm board ref cz-400-tva and arm straps. Inspection prior to use 1. Before removing the wavelinq¿ 4f endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. Preparation of the catheters 23. Carefully inspect the wavelinq¿ 4f endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ 4f endoavf system to sterile field using standard transfer precautions h10: d4 (expiry date: 05/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a procedure, the device allegedly broken. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this reports. Investigation summary: the device was partially returned, the venous was returned bloody throughout, the arterial catheter was not returned. The electrode toe was unseated from the housing. There was blood and bodily residue in the housing. There was no evidence that the electrode had been activated. The result of the investigation is unconfirmed for the device reported break issue. The definitive root cause for the reported device failure break issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: warnings: 1. The wavelinq¿ 4f endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. Precautions: 5. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Electrode activation ¿ electrosurgical unit: tva or bd esu-1 ¿ electrosurgical pencil ¿ must have a 3 prong universal connector that interfaces with an esu-1 ¿ must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. ¿ ground pad ¿ must have a universal connector that interfaces with an esu-1 ¿ must be rated to disperse a minimum of 60w for 2 seconds ¿ arm restraint ¿ tz medical arm board ref cz-400-tva and arm straps inspection prior to use 1. Before removing the wavelinq¿ 4f endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. Preparation of the catheters 23. Carefully inspect the wavelinq¿ 4f endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ 4f endoavf system to sterile field using standard transfer precautions h10: d4 (expiry date: 05/2022),

Event description:
It was reported that during a procedure, the device allegedly broken. The procedure was completed by using another device. There was no reported patient injury.